Event description:
Reporter indicated a physician received an error message on the vns programming handheld. The message stated "program memory low" "exe error". The handheld was returned to the MFR and an analysis performed on the handheld revealed no anomalies that support the reported complaint. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. Good faith attempts to obtain additional info have been unsuccessful to date.